Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the index mammoplasty surgical procedure? What tissue layer was the suture used on? What were current symptoms following the index surgical procedure? How many days post op did the patient present with symptoms? What medical or surgical intervention was performed? How did they treat the allergy? How did they determine that this was an allergic phenomenon? What is physician¿s opinion as to the etiology of or contributing factors to the event? The patient demographic info: age, weight, bmi at the time of index procedure. What is the patient¿s current status?

Event description:
It was reported that a patient underwent a mammoplasty procedure on unknown date and suture was used. It was reported that on (B)(6) 2018 the patient experienced allergic reaction. A second procedure was performed on unknown date. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). Additional information was requested and the following was obtained: what was the date of the index mammoplasty surgical procedure? Between the months of january to date there have been about 10 patients. What tissue layer was the suture used on? Intradermal what were current symptoms following the index surgical procedure? A crater-like reaction, destruction of adjacent tissues after day 18 of operations how many days post op did the patient present with symptoms? After day 18 until the 30 of operated what medical or surgical intervention was performed? Mammoplasty how did they treat the allergy? Corticoid cream and im how did they determine that this was an allergic phenomenon? By the type of behavior what is physician¿s opinion as to the etiology of or contributing factors to the event? Behavior of a localized skin reaction the patient demographic info: age, weight, bmi at the time of index procedure . I do not remember what is the patient¿s current status? . In some, it was allowed to heal by second intention, using cures with special bandages and in other surgical corrections.